Event description:
The facility representative notified baxter on 27 october 2009 of a colleague triple channel infusion pump which reportedly alarmed "pump failure" during a patient infusion of primacor on (B) (6) 2009. Reportedly, there was no audible alarm when the device failed. The nurse stated the device failed while trying to hang the primacor resulting in a delay of therapy. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The software version of this device is currently unknown.

Manufacturer narrative:
(B) (4)the pump availability at this time is unknown. A follow-up report will be submitted when additional information becomes available.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 228 mg/dl compared to a lab reading of 70 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported, the electrical cord emitted a spark.

Manufacturer narrative:
(B) (4) the user interface module master software version for this device is (B) (4), categorized as unremediated. The pump was received and evaluated by baxter. The reported condition was not confirmed or duplicated. The assignable cause could not be determined at this time. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4) baxter evaluated an incorrect pump for this complaint. The pump that was received, (B) (4), was for another complaint file for a different customer. The correct pump reported from the customer, (B) (4), was not received. The device availability is unknown at this time.

Event description:
It was reported that, "revised due to pain and instability. Upon surgical exposure a large granuloma of the tissue was noticed and components were loose."

Manufacturer narrative:
(B) (4) the correct device was received at baxter for evaluation on 12 april 2010. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. This user interface module master software (B) (4), categorized as unremediated.